Event description:
The pt received her ipg on (B)(6) 2011. It was reported the ipg was causing extreme pain. When the stimulation was activated she would experience a burning sensation at the ipg pocket site. The pt's ipg was relocated on (B)(6) 2011. Relocating the ipg resolved the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.